Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 814:09 was confirmed and reproduced. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:09; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.